Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when a reverse blood flow was pulled out after the farawave was inserted, air could be removed continuously. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that the starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. A pump was used for the irrigation of sheath. The bubbles were observed in the syringe. The guidewire was inside the catheter tip. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when a reverse blood flow was pulled out after the farawave was inserted, air could be removed continuously. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the starter guidewire and farawave catheter were inside the sheath prior to, and or at the time, the air was observed. A pump was used for the irrigation of sheath. The bubbles were observed in the syringe. The guidewire was inside the catheter tip. No other issue has been reported.